Event description:
Elegance clinical trial: it was reported that a dissection of grade b occurred and was treated with a bailout stent. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was located in the right distal superficial femoral artery with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm. The lesion was 100mm long , 100% stenosed, and classified as tasc ii b lesion. Prior to target lesion treatment, pre dilation was performed using a 5mm x 150mm mustang percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was performed by implanting a 6.0mm x 100mm eluvia drug eluting stent. On the same day of the index procedure, during the treatment of the target lesion, dissection of grade b was noted post angioplasty with the 5mm x 150mm mustang pta balloon. In response to the event, a bailout stent was implanted and post dilatation was performed with a 5.0mm x 150mm mustang pta balloon. The final residual stenosis was noted to be 0%. The dissection was resolved and the subject was released on clopidogrel. There were no patient complications reported.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address 1: (B)(6).